Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. Pre-dilatation was performed with a wolverine cutting balloon resulting in a 90% residual stenosis. A 2.25 x 20mm synergy xd drug eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr ous 2.25 x 20mm stent delivery system as returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. Pre-dilatation was performed with a wolverine cutting balloon resulting in a 90% residual stenosis. A 2.25 x 20mm synergy xd drug eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that stent damage did not occur. The correct event that occurred was balloon did not dilate, and a new product was used to complete the procedure.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. Pre-dilatation was performed with a wolverine cutting balloon resulting in a 90% residual stenosis. A 2.25 x 20mm synergy xd drug eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy xd mr ous 2.25 x 20mm stent delivery system as returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.